Event description:
It was reported that a user experienced temporary loss of signal between a dexcom g7 sensor and the ilet, indicated by three lines on the ilet display, while the dexcom app continued to show readings; the connection automatically reestablished during the call and glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included no injury, no need for medical intervention, and no hospitalization. Investigation included user education and real-time verification that data transmission resumed with normal function. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without device malfunction, consistent with known intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was temporary loss of wireless communication.